Event description:
It was reported that a spectrum iq infusion pump failed downstream and upstream occlusion tests. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'failed downstream and upstream occlusion tests' was not reproduced. Evaluation had the flowline run a downstream occlusion test and it passed, the flowline performed upstream occlusion and test passed. A review of the event history log revealed evidence of 'failed downstream and upstream occlusion tests'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of calibration downstream sensor and out of adjustment downstream tubing guide. The downstream tubing guide requires replacement to address the failed downstream occlusion test issue. The reported condition of failed upstream occlusion test was not verified. Should additional relevant information become available, a supplemental report will be submitted.